Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. Customer also experienced hyperglycemia. Customer stated that self-test was passed and declined to check the programming of insulin pump and site issues. Customer also stated that they did not have tubing clamp to perform the high pressure test. No harm requiring medical intervention was reported. The device will not be returned for analysis.